Manufacturer narrative:
The device was not returned for analysis. A correlation between the reported hemolysis and cerebral hemorrhage could not be determined. The instructions for use lists device thrombosis, hemolysis, stroke and bleeding as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Based on the manufacturer's past experience and similar reported events, increased ldh, sub-therapeutic inrs, and power elevations which were confirmed through the review the submitted system controller log files can be indicative of device thrombosis. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had experienced a cerebral hemorrhage in (B)(6) 2015 and was placed on clexane. A CT scan and echocardiogram along with the patient¿s clinical status was reportedly fine at that time. On (B)(6) 2015 the patient was at home and experienced low flow alarms. The following day the patient was at the hospital for a follow up visit and elevated pump powers and lactate dehydrogenase levels of 5000 u/l were noted along with hematuria. On (B)(6) 2015 the patient was hospitalized. IV heparin was initiated and metalise was administered as thrombolytic therapy. On (B)(6) 2015, for unknown reasons, the patient¿s condition deteriorated. The patient was placed on extracorporeal membrane oxygenation (ECMO) and an intra-aortic balloon pump (iabp) as the patient¿s condition did not allow for a pump exchange. The following day the patient expired and the reported cause of death was deep metabolic acidosis. No additional information was received.

Manufacturer narrative:
Approximate age of device: 9 months. (B)(4). The event occurred at (B)(6) hospital, (B)(6). No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.